Event description:
It was reported that the on (B)(6) 2022, the pump module was programmed at 1746 to infuse precedex at 11.6ml/hr. There was allegedly a free flow event. There was patient involvement but no harm. Bd performed the investigation of the device returned by the customer. It was found that the root cause of the complaint of over infusion is being attributed to a damaged third-party bezel assembly. The third-party part was manufactured by elite biomedical. .